Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. A bent pin was found on the lemo connector and was replaced. The system was tested and operated as intended.

Event description:
The customer reported that the 9600 system was completely down. No patient injury was reported.